Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 90-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 144 and 135 mg/dl. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 5/19/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 152mg/dl fasting:yes; 157mg/dl fasting:yes; 158mg/dl fasting:yes; 168mg/dl fasting:yes; 140mg/dl fasting:yes. Customers concern: 134mg/dl. Customer states the meter is reading lower than what it actually is. Customer states her read 134mg/dl with our meter and 168mg/dl with another meter. Customer states he felt symptoms of high blood sugar last night. He states he used the incorrect dose of insulin and woke up feeling symptoms of high blood sugar. Customer denied signs and symptoms at the time of call and customer denies need for medical attention at the time of call. The meter is the true2go and the meter does not show time and date of results taken. Customer is on insulin and on a sliding scale will send meter overnight. Customer states he has wasted strips comparing results will send customer strips as a courtesy. Customer knows to return the items being replaced.,